Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for occlusion of the ivc filter. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf400f vena cava filter allegedly experienced obstruction of flow. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old. Weight of the patient was not provided.